Event description:
An 8 yr old total knee on the right, becoming more and more unstable. Pain diffuse and associated with activities, resolved sometimes by rest, but not completely. Have not been able to treat conservatively with anti-inflammatory agents or walking order. Admitted for revision of a right total knee arthroplasty. Pt has an old metal pack prosthesis in the patella and is having enough complaint. Patella femoral complaint where it is loose and is confirmed by bone scan as well.